Event description:
A malfunction was reported in a pump, which did not cause any adverse impact on the customer's blood glucose level. The customer was advised to switch to multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. Technical support confirmed the customer's shipping address and instructed them to return the malfunctioning pump using a pre-paid label within ten days. The customer was also guided on how to put the pump into storage mode before returning it. A replacement pump with a new serial number was issued to the customer.